Manufacturer narrative:
Initial

Event description:
It was reported that the ilet displayed persistent low-battery and ¿charge ilet now¿ messages despite hours on the charger, with a green charger light and unsuccessful restart attempts, and the device was replaced; this aligns with a device problem of premature battery discharge associated with the battery component. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure.